Manufacturer narrative:
Section g3: correction. Manufacturer's investigation conclusion: evaluation of the submitted photo confirmed superficial damage to the distal driveline bend relief. The account reported that the patient¿s distal driveline bend relief was damaged. Technical services arrived on site on (B)(6) 2020 to perform a clamshell repair. The repair was successful, and the patient remains ongoing on vad support with no further issues reported. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a superficial driveline tear. Rescue tape was applied; no alarms and the damage appeared superficial. Next appointment will be in about 3 months. Patient instructed to call if any alarms, further damage or changes.